Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised force sensor system during basic occlusion test and unable to prime device during the prime/compromised force sensor system test due to slightly loose drive support disk. Device received with minor scratches on lcd window. Device received with cracked belt clip slot and battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was squirting insulin during manual prime. Customer's blood glucose was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.